Event description:
It was reported that on approximately (B)(6) 2012, that the patient with this rv lead was having a lot of pvc's. Physician thought moving rv lead would help, but it made no difference. The physician was dr. (B)(6) at (B)(6). Lead remains in service. Lead was implanted (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).